Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The device was not returned for evaluation. Films were supplied for review. Review of the images indicates devices in-situ. Based on the images provided via email from the reporter, the reason for revision cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will need to undergo a revision surgery due to reasons that were not reported.